Manufacturer narrative:
Once the investigation has been completed any additional information will be reported in a supplemental report.

Event description:
As reported: "when a drill was used to insert a screw from the posterior side of the calcaneus, the drill did not pass through the nail hole and instead contacted the front of the nail. The drill broke and the broken pieces remained inside the calcaneus. An additional skin cut was required to remove the drill from the bone, which extended the surgery time."